Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation and corneal incisions with the catalys system (system) subsequently experienced an arcuate incision that fully perforated the cornea in the operating room (or) during the surgical procedure to remove the cataract. No additional complications and/or medical intervention was reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the or surgical video were not available for analysis. From the analysis of the system database and the system oct recording, it was determined that all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. Several requests have been made of the surgeon to provide additional information regarding the perforated cornea, but no response has been received back. Upon receipt of additional information from the surgeon, further investigation will be performed in an attempt to identify the root cause of the event. If appropriate, a follow-up MDR will be filed in accordance with the 21 cfr 803.56 regulations. At this time, the cause(s) of the reported perforated cornea is unknown.